Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose level of 400 mg/dl. Customer had an issue with 3 sets out of the box. Customer had a bent cannula. Customer uses serter and was advised that if the set is inserted in areas where clothing might cause irritation, this may lead to bent cannulas. It was found that there may be an issue with the serter. No further details given.